Manufacturer narrative:
No product sample was provided for evaluation. As a result, the investigation could not confirm whether a quality-related issue contributed to the reported problem. The reported issue could not be verified. Therefore, no further action will be taken at this time. A lot history review could not be conducted because no lot number was provided by the customer.

Manufacturer narrative:
D4. Primary UDI number: the primary di # has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked from the blood gas syringe due to the cap that came off. The event occurred during transit. There was no patient involvement, and no patient harm/adverse event reported.